Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-00578. This is a non reportable event. The irc5po2v concentrator performed as designed. Three indicator lights illuminated prior to the unit shutting down. This action alerts the user to switch to an alternate source of oxygen and to seek repairs. This is not a life support / life sustaining device, it is an oxygen supplement.

Event description:
(B)(4). The dealer reported that the irc5po2v stationary concentrator would function for a while and would logoff without command. There was no injury reported.